Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2019 the patient underwent a toe plasty surgery for hallux valgus with the screw in question. While inserting the screws the surgeon could not put the screw firmly into a screwdriver. The surgeon could insert other screws with the same screwdriver without any problem. The surgeon used another screw instead, and the surgery was completed successfully with less than 30 minutes delay. No further information is available. Concomitant devices: unknown screwdriver (part# unknown, lot# unknown, quantity# 1), unknown screws (part# unknown, lot# unknown, quantity# unknown). This report is for one 2.4mm ti va locking screw stardrive 30mm-sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation selection , investigation site: cq zuchwil , selected flow: device interaction/functional . Visual inspection: the received screw is in good condition with only slight signs of usage at the head recess (stardrive). Functional test: the returned screw was tested at customer quality department in zuchwil and the complaint condition could not be confirmed. The functionality check was performed with a corresponding demo counterpart product code 313.302 / lot 3360933. The investigation was focused primary on attach and detach functionality. Several attach and detach attempts have shown, that no functional deficiency could be detected despite the slight usage sings on the head. Dimensional inspection: as this investigation is focused on the functional issue and this was covered through the functional test performed. Therefore, no measurements of the features are required. Drawing/specification review: the manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. Failure in material or production could not be detected. Summary: the complaint condition could not be confirmed, since the articles have passed the functional test as described above. Although, based on the slight usage sings at the head recess the complaint will be rated as confirmed. In hindsight, and without having the impacted screwdriver back, unfortunately we are not able to determine the exact cause of this complaint. We only can assume that during the operation an application error may have taken place. Please refer to technique guide 036.001.236. We conclude that the cause of failure is not due to any manufacturing non-conformances. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot. This mre review is for sterilization procedure only part: 04.210.130s , lot: 9086791, manufacturing site: selzach, supplier: (B)(4) , release to warehouse date: aug. 06, 2014, expiry date: jul.01, 2024. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Non-sterile 04.210.130 / 7679898 was manufactured in us, monument. Manufacturing location: monument, manufacturing date: may 07, 2014, part no: 04.210.130, 2.4mm ti va locking screw stardrive 30mm, lot number: 7679898 (non-sterile), lot quantity: 201. Ten pieces were scrapped in cell at op #10, whirl threads, for dimensional failure of diameter. Six pieces were scrapped in cell at op #20, turn/thread head, flute, as set-up failures. Work order traveler met all inspection acceptance criteria apart from the sixteen pieces noted. Inspection sheet, whirl threads, turn/thread head, flute, anodize, final inspection, ns049905 rev b met all inspection acceptance criteria. Packaging label log lppf, lmd/lpf rev ab was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.211.030.999, 2.8mmti screw blank 30mm 02.7 variable angle w/sd8, lot number: 7635949, lot quantity: 949. Work order traveler met all inspection acceptance criteria. Part number: 04.210.132.999, 2.8mm screw blank 41.5mm no head turn/no point w/sd8, lot number: 7473568, lot quantity: 960. Work order traveler met all inspection acceptance criteria. Device history review. Jan 07, 2020: DHR reviewed. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.